Manufacturer narrative:
B3/d10: the event occurred during an unspecified date of october 2025. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was broken. The luer lock connector was stuck and was unable to connect. The process step was not specified. IV zosyn (intravenous piperacillin and tazobactam) was mixed in the device. A new set was used to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b3/d10 event date clarified. H11: should additional relevant information become available, a supplemental report will be submitted.